Manufacturer narrative:
The investigation comes to the conclusion that the device was operated with an expiratory valve which showed strong pollution and corrosion. The interior of the valve is coated with deposits, even the sealing area of the diaphragm. It is comprehensible that buildup of pressure and control of ventilation phases were not working dependably. The root cause for corrosion and deposits is nebulization of drugs with sodium chloride and infrequent exchange of the valves at the same time. Following the instructions for use, the valve has to be replaced at least once a week. There exists also the hint that drug-nebulization can cause built-up of deposit in the expiratory valve and therefore reprocessing cycles for the valve have to be shortened. After consultation with the hospital measures were agreed to prevent from re-occurrence (exchange of valves, use of a filter in front of the expiratory valve).

Event description:
It was reported that the device was utilized to ventilate an ECMO-patient and ventilation was repeatedly interrupted with alarms, as no pressure was built up. During the interruptions the patient was manually ventilated. No injury reported.